Event description:
Pt is confined to a wheelchair as a result of back injury involving six vertebra. In 2004, pt was trying to raise the back of the wheelchair to a more upright position. The back of the chair collapsed and pt was pushed forward and was sandwiched for almost 3 hours. The paramedics eventually got pt out. The wheelchair made a horrible sound when collapsing and on being stretched back to original position.